Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the trunk cable connector was cracked and the pins bent, preventing the electrode belt from connecting to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it was unable to complete incoming functional testing.